Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an out of range shock impedance due to a lead fracture. The lead was explanted and a new lead successfully implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
The lead was sent to the hospital pathology department and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.